Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self test, unexpected restart error test, rewind and displacement test. However, insulin pump alarmed compromised force sensor system during basic occlusion due to slightly loose drive support disk. No motor error alarms noted. The motor was tested outside of device and passed. Insulin pump received missing end cap sticker. Insulin pump received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube window and battery tube threads. Insulin pump received with broken reservoir tube lip and belt clip slot. Insulin pump received with minor scratches on lcd window.